Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Performance testing did not replicate the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the total power failure alarms were most likely due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: case-(B)(4).

Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed cannot confirm the alleged malfunction at this time. If more information becomes available, a supplemental report will be submitted. Astral user guide provides the following guidance: - ¿an external power source (astral external battery or rpsii) should always be available for ventilator-dependent patients.¿ the astral 100/150 user guide also provides the following warning: ¿for ventilator-dependent patients, always have alternate ventilation equipment available, such as a back-up ventilator, manual resuscitator or similar device. Failure to do so may result in patient injury or death. Resmed reference: (B)(4).

Event description:
It was reported to resmed that a patient developed dyspnea allegedly after their astral 150 device went into frequent total power failure and repeated safety reset events during ventilation, resulting in intermittent interruption of ventilation. The patient recovered after the incident.